Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during pre-testing the balloon was not inflating. The device was being prepped for a newborn baby. The event did not affect patient care. No injury or adverse effects.

Manufacturer narrative:
Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received without the original packaging. Per visual and functional inspection, no defects were found. Based on the analysis performed on the returned device, no root cause could be determined since the complaint was not confirmed the device does not show the failure mode reported, and worked as expected, no failure identified. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. No corrective actions have been taken since the complaint was not confirmed. However, this issue will be monitored, and further actions taken accordingly.